Event description:
It was reported that during a colon procedure, the device would not staple and would not cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 392 mg/dl, 120 mg/dl, 130 mg/dl, 109 mg/dl, 198 mg/dl and 128 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.